Event description:
The customer reported that the bedside was not configured properly and that the central station did not alarm as intended. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the bedside was not configured properly and that the central station did not alarm as intended. No pt harm was reported. The customer resolved the issue by configuring the bedside fetal monitor to send alarms to obtv. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.